Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly had an incision which was 'oozing and bleeding' due to the lifevest irritating the area. The garment was reportedly too tight. The patient's daughter indicated that she intended to take the patient to the emergency room if the bleeding did not stop. The patient is also reportedly very thin and the electrode belt vibration box was pressing on his spine. It is unknown if the patient visited the emergency room. The medical outcome of the reported areas is unknown.